Event description:
The balloon ruptured during stent deployment. During the removal attempt, the stent delivery system could not be withdrawn into the guiding catheter. The devices were removed together as a single unit. This event is being reported based on returned product investigation, which revealed a shaft separation at the guide wire exit notch.